Event description:
It was reported that when the devices were used during a laparoscopic gastrectomy, the device was fired across the stomach using reloads. Several firings opened up, leaving the stomach lumen exposed. The surgeon closed with suture, but later resected entire stomach to get adequate margins. Another device was used to complete the case.